Event description:
The catheter was being utilized for a cerebral angiography procedure. During the attempt to move the catheter from the right carotid artery to the left carotid artery, the catheter was being torqued and the softouch tip completely separated from the body of the catheter. The softouch tip was removed without surical intervention using a microvena goose neck snare. There was no reported injury to the patient.